Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 49 mg/dl while wearing the pod for less than an hour. The patient reports feeling dizzy. Once at the hospital emergency room the patients pod was removed. The patients treatment is unknown. After receiving treatment the patients blood glucose level was 117 mg/dl. The patient was at the hospital emergency rom for over 8 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.